Event description:
It was reported the patients system is unable to enter MRI mode due to an impedance issue with a lead. Surgical intervention may take place to address the issue. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8042801

Event description:
Additional information received also indicates the patient's system never provided relief. Surgical intervention took place wherein the system was explanted.